Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were returned for evaluation and were physically investigated. During physical investigation the tip of the guide wire was found broken right at the tip. The test guide wire passed through the catheter without any resistance, aspiration test was performed and slightly lower than nominal aspiration level was achieved. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter flow was allegedly insufficient. It was further reported that the catheter allegedly exhibited uncontrolled wire spinning, which led to multiple pauses in the procedure and potentially contributing to five beats of ventricular tachycardia in the patient. After administering magnesium, the patient stabilized. Furthermore, the catheter was allegedly difficult to remove, with the wire's nitinol tip appearing longer and stretched upon removal. The patient is reported to be stable now.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were returned for evaluation and were physically investigated. During physical investigation the tip of the guide wire was found broken right at the tip. The test guide wire passed through the catheter without any resistance, aspiration test was performed and slightly lower than nominal aspiration level was achieved. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date), g3, h3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter flow was allegedly insufficient. It was further reported that the catheter allegedly exhibited uncontrolled wire spinning, which led to multiple pauses in the procedure and potentially contributing to five beats of ventricular tachycardia in the patient. After administering magnesium, the patient stabilized. Furthermore, the catheter was allegedly difficult to remove, with the wire's nitinol tip appearing longer and stretched upon removal. The patient is currently stable now.